Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device failed opening and had clicking sound, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer failed. The field service engineer (fse) confirmed that drawer 1 would not open. Upon inspection, a broken u-link on the latch solenoid plunger was found. The u-link plunger was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device failed opening and had clicking sound, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from other station. There were no adverse events or injuries reported based on this event.